Event description:
A call to technical services placed on (B)(6) 2013 states that df4 failed with medtronic can, so they want another can to put in the coronary sinus coil. Sales representative believes current lead is single coil lead. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).